Event description:
Boston scientific received information that after connecting the electrocardiogram (ECG) cable to this programmer, it exhibited noise on programmer ECG traces. This programmer was returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. A black screen was confirmed. Laboratory analysis found that circuit board was burnt and likely caused by a drive failure. The programmer power supply would not function at a given voltage. Programmer housing was damaged with cracks and scratches. The circuit board, power supply, and housing were replaced.